Event description:
The monitor is indicating an incorrect icp reading. After 24 hours of use, the monitor indicates normal icp reading. The rep and the clinical educator both feel the staff is correctly placing and using the neuro monitoring system. No pt injury was reported.